Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that sutures have been breaking frequently in the last few weeks. Please provide the following information: what is the total number of events? Have any of those events been reported to ethicon? If so, provide the respective reference number(s). What are the product code(s) and lot number(s)? What are the procedure name(s) and date(s)? How many sutures broke per procedures? Was there any adverse patient consequence or medical/surgical intervention? What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Did 3 sutures from product code ck120 and lot ah0880 break during one or multiple procedures? If multiple please provide the following information: what is the total number of events? Have any of those events been reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? The kit cesarean contains multiple types of sutures. Please clarify which suture from each of the 3 kits broke. Please provide the product code and lot number for the suture that broke from each kit.

Event description:
It was reported that a patient underwent a cesarean section in (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device as used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/12/2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.